Event description:
Forty-five minutes into a surgical procedure using our pk supersect instrument, the device began to spark. Another like device from the same box and the same batch was used to complete the procedure with no patient harm.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.